Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign consumer via a manufacturer representative. It was reported that the pump had been implanted ¿one year ago¿, and until this time, the patient had more pain had not been comfortable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the pump was implanted "2 years ago", and additional information regarding the exact implant date was unavailable.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot#: unknown, implanted: (B)(6) 2005, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 2.3 mg/ml at a dose of 2.3 mg/day and prialt 0.6 mcg/ml at a dose of 0.6 mcg/day via an implantable infusion pump. It was reported that the catheter had been implanted for about 15 years and in the past, the catheter was kinked several times (which had not been previously reported to the manufacturer until (B)(6) 2020). Previously, the catheter was fixed as the kinked portion was cut off and both catheter parts had been connected again using the catheter connector. Withdrawal symptoms had increased within three weeks leading up to (B)(6) 2020, so a catheter revision was scheduled for (B)(6) 2020. In addition, during the last refill procedure a high residual volume (which was not documented) was reportedly observed, so it was noted that the hcp assumed the pump was running against resistance of the catheter for a longer period of time. During this revision on (B)(6) 2020, it was observed that the catheter could not be aspirated. The catheter was then replaced. There was no plan to explant the pump as well, however, after detaching the catheter, a programmed prime bolus did not result in adequate volume of drug dripping out of the catheter port. The catheter access port (cap) had been aspirated prior to the prime. It was detailed that in total, only a small amount of about 5 drops, which was not possible to exactly measure, of drug dripped out of the port after priming 0.3 ml twice. Therefore, the pump was also replaced. The explanted pump and catheter would be returned for analysis. At the time of the report, the issue was not resolved and the patient status was alive with injury (injury described as withdrawal symptoms). It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue.